Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula insertion issue on (B)(6) 2025. The patient reported that the cannula was not inserted in the skin. The patient went to the emergency department on (B)(6) 2025 due to high blood glucose levels. The patient was treated with bolus via the pump. The patient stayed in the hospital for six hours and was treated with intravenous fluids of saline and insulin. The blood glucose levels were 522 mg/dl at the time of event. No further information available.